Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot # serial# (B)(6); implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 28-jan-2027, UDI#: (B)(4). H3: analysis found that visual inspection of the communicator showed that no anomalies were observed. The communicator passed the battery charging bench test. The tm90 micro usb interface was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing unknown drug for non-malignant pain. It was reported that when attempting to connect to their pump, the communicator indicated it was charging even though it was not plugged into the wall charger. Agent had the patient reset the communicator, and the patient accessed the myptm application; however, the screen displayed "charging" ¿battery 78%." Agent then instructed the patient to clean the communicator's charging port and reset it again. After that, the patient attempted to connect the device to the pump, but the same issue persisted. The issue was not resolved. Agent sent a request to repair to replace the communicator.